Event description:
It was reported that the patient experienced recurrent hypoglycemia, including an overnight low followed by an early-morning glucose of 39 mg/dl, in the context of frequent overcorrection of lows with high-carbohydrate intake and inconsistent meal announcements, which contributed to fluctuating glucose levels and postprandial hyperglycemia. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient glucose levels outside the target range for about 40 minutes without the need for medical intervention or backup therapy. Investigation included review of user-reported history, device usage patterns, and troubleshooting and education focused on standardized low treatment and consistent meal announcements. Investigation of this case revealed user handling issues related to overtreatment of hypoglycemia and underestimation during meal announcements, consistent with device performance where no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related and remained clinically categorized as hypoglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.